Event description:
It was reported that the device latch sensor not registering.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch sensor was not registering. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Corrected b5. H3/h6: one device was returned for analysis of complaint that the latch sensor was not registering. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found nothing related to complaint. Visual and functional testing was performed. The device failed latch lock test, and the complaint was confirmed. The latch lock sensor was unresponsive and defective. The sensor was replaced. Device passed all testing post repair.